Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/31/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: were there any patient consequences? --no. Please perform and document the follow-up attempt for product return. --no device can be returned.

Event description:
It was reported that a patient underwent a facial trauma plastic surgery and repair procedure due to facial lacerations on (B)(6)2024 and suture was used to suture the patient's subcutaneous layer. When sewing during the surgery the problem of pulling off suture needle happened. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.